Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Event description:
A CT scan was performed and results indicated that the cardiomems device was located within a subsegmental artery of the left lower lobe of the pulmonary artery. It is unknown at this time if the sensor migrated post implant or if this was the implant location.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.